Manufacturer narrative:
Insulin pump alarmed prime error during basic occlusion test, due to protruded and loose drive support disk. Insulin pump had missing end cap sticker, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Caller reported that the insulin pump returned an error alarm. Caller reported that the insulin pump had recently hit a wall and the drive support cap was now sticking out. Caller reported that the customer recently experienced a blood glucose level of 500 mg/dl. Blood glucose level was 116 mg/dl at the time of the call. No further information was provided.